Manufacturer narrative:
Correction: per the clinic, the reported device was registered to the recipient in error. The device has not been explanted and the patient reimplanted as previously reported. Ownership of the internal device is under investigation. This report is filed (B)(4) 2013. Implanted device remains.

Event description:
Per the clinic, the device was explanted on (B)(6) 2009, for unknown reasons. Additional information has been requested but has not been made available as of the date of this report, (B)(4) 2013. The patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4)